Event description:
It was reported that there was a red screen alarm at startup. There was no patient involvement.

Manufacturer narrative:
B3 unknown. One device was returned for repair in used condition. Device came in for a previous service for ec-44510, which is related to the current complaint. Error log review showed a system fault 44510 had occurred. The pump alarmed error code 44510 upon power up and the reported problem was duplicated. The cause was a corrupt printed wire assembly (pwa) board. The pwa board was replaced, and the device passed all functional tests after the repair.